Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer began to load a new cartridge onto the pump, and received a cartridge detection notification. Troubleshooting with tandem technical support was performed and customer was able to successfully load a new cartridge. There was no impact to customer's blood glucose level.